Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown surgery on (B)(6) 2020 and a reservoir was used. The reservoir was not swelled, and the anti-reverse valve was clogged. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/14/2020.